Event description:
During an attempt to place a jugular tulip filter the filter was deployed but did not open. The physician was able to snare the unopened filter and remove it. Another filter was placed without complication.